Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of high defibrillation impedance on the right ventricular (rv) lead. During the replacement procedure, there was no visible damage on the rv lead. The rv lead was capped and replaced and the patient was stable.